Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information the cause of the se 2240 is due to air being sucked into the disposable after the cat damaged the patient line. The lot number is unknown; therefore a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). The sample is not available for evaluation. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted global technical service (gts) regarding a system error 2240 that appeared on the home choice (hc) during drain 6 of 6. The home patient (hp) checked the setup and found that the patient line had a hole in it. Per the hp, it looked like the cat bit the line causing a hole. The hp would call the peritoneal dialysis (pd) nurse for more instructions. There was no patient injury or medical intervention indicated at the time of the initial report. During follow up the home patient's (hp) nurse stated that they were aware of the situation. The nurse said the hp was provided with antibiotics but has not had any complications. The nurse said the hp is aware that the cat should not be in the same room during therapy. The hp was continuing therapy.